Manufacturer narrative:
(B)(4). The known cause of the leak is the patient tilting the line enough to allow fluid to escape. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to ¿use aseptic technique to reduce the chance of infection when you connect yourself to the cycler¿ and provides step-by-step instructions for connecting the transfer set to the disposable set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a cassette set during setup of peritoneal dialysis therapy. Solution came out of the end of the patient line when the cap was removed. The patient was tilting the line too much, which allowed fluid to escape from the end of the line. The technical service representative advised the patient to close the clamp to prevent the leak from the end,of the line. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.